Event description:
May 2008, I had essure placed to keep from having any more kids. Shortly after having it placed, I started having back pains, joint pains, muscle pain, etc. It took me years to figure it out it was essure after going to several different doctors and all tests came back negative to realize it was essure, so I did research and found a site that described all the symptoms of essure and I had them.